Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿level at the time of the incident was¿478¿mg/dl. The customer reported that the insulin pump was not working as the activation button was not working. The insulin pump will be returned for analysis.